Event description:
Prior to admission, the patient was in an acute rehabilitation facility recovering from pneumonia when he suffered an asystolic cardiac arrest. He was resuscitated after a 10 minute arrest. In the ed cooling was initiated via a 10.7 french innercool catheter inserted through an 11 french left femoral venous sheath. The patient was admitted to the ICU where treatment included aspirin and plavix for coronary atherosclerotic disease and unfractionated heparin for chronic sustained atrial fibrillation. After 24 hours at 33 degrees c, rewarming was initiated on hospital day 2. Rewarming was completed on hospital day 3 and the cooling catheter and femoral venous sheath were removed. On hd 7, he became progressively hypotensive despite pressors. There had been no instrumentation of the arterial side, and no known falls or other trauma. Consultation with vascular surgery on hospital day 8 suggested that the bleed could possibly be a complication of the femoral venous catheterization. Consideration was given to performing a cta to better define the source of bleeding, but was deferred because the patient had renal insufficiency and had stabilized clinically after transfusion and discontinuation of anticoagulation and anti-platelet therapy. The exact origin and mechanism of the bleed are therefore undetermined. There were no further specific interventions for this complication. The patient survived the event, had a slow complicated recovery, and was transferred to an ltac hospital on hospital day 24. At his discharge exam, the patient was awake and responsive, following commands, and answering questions with no focal deficits. Neurology felt prognosis for recovery was favorable, but may be slow, due to the patient's multiple complicating medical conditions.

Manufacturer narrative:
In conclusion, the proximate cause of the bleed is clearly the patient's supratherapeutic anticoagulation on the day of the event. Given the remote timing of the bleed 4 days after removal of the line, it is not clear that this bleed is in any way related to the femoral venous catheterization. A review of the literature; however, demonstrates that retroperitoneal hemorrhage is an uncommon, but known and well reported complication of femoral venous catheterization especially in the setting of supratherapeutic anticoagulation even days after catheter removal. This complication is thought to be related to vascular injury at the insertion site, and would therefore be expected to be a complication of sheath placement rather than the cooling catheter itself. However, a potential relationship between the catheter and the bleed cannot be entirely excluded even if very unlikely.